Event description:
A malfunction was reported on the pump, specifically displaying malfunction code "malf 12." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller received assistance to reset the pump and was informed to continue using it. Technical support advised contacting them again if the malfunction reoccurred, and the caller acknowledged this guidance without any further issues reported.